Event description:
It was reported that a pt enrolled in a post-market clinical study underwent a kyphoplasty procedure at level l3 for a vertebral body compression fracture diagnosed on plane radiographs. Approx two weeks post-operative, following a fall, the pt developed increased back pain and bilateral radiculopathy including both leg pain and weakness. At follow-up, an MRI revealed a displaced fracture of the posterior wall of l3 significantly encroaching on the spinal canal. The pt was admitted to the hospital and a decompression with spinal fusion was performed from l2 to l4. No additional info was reported.

Manufacturer narrative:
Method: device not returned; followed up with company rep.